Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an issue with charging the pump battery. Customer suspected usb port damage may have caused charging issue; however, this could not be confirmed. There was no reported impact to the customer¿s blood glucose level. The customer declined follow up from tandem technical support.